Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reported having low blood glucose symptoms, for which she was able to treat with oral glucose tables. Customer reportedly received results of 5.2 mmol/l and 2.7 mmol/l within 10 minutes on the mobile system. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.